Event description:
Developed severe bilateral nerve pain 5 weeks after dynesys implantation. Upon consulting implanting surgeon, he explained that nerves were inflamed due to reaction to surgery, even despite resolution of nerve pain immediately after surgery. MRI was conducted and implanting surgeon reported no problem with screws placement. Surgeon suggested giving it more time for discs to heal. Device was implanted off label. Furthermore, facet joints fused inside capsules despite device recommended as an alternative to fusion. Device was explanted 16 months after implantation. Bilateral nerve pain continued after explantation. Dates of use: 2007 -- 2008. Diagnosis or reason for use: help heal disc disease - reduce pain.